Manufacturer narrative:
Zoom handle load cell weldment.

Event description:
It was reported by service report that the zoom function was intermittent. No patient involvement or adverse consequences are reported.